Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/08/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of excessive battery usage. The pump¿s electric current draws were found to be within specification. The pump successfully completed a prime sequence without issue or alarm. There was no evidence of moisture, damage, or defect to the internal components. Unrelated to the complaint, a battery compartment crack was discovered. The display screen lens was observed to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.